Event description:
It was reported that intermittent occlusion alarms occurred. System check was perfromed by clinical support and reportedly the customer was reusing supplies, reusing insulin, and using supplies for 3 days. Clincial support informed the customer that reusing supplies, reusing insulin, and using supplies for 3 days was off label per the tandem user guide. Customer resumed insulin delivery. Customer blood glucose was 200 - 345 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned